Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during use on the homechoice (hc). The home patient (hp) had disconnected, but had forgotten to close the clamps before disconnecting. The hp had reconnected to the setup. The technical service representative (tsr) assisted the hp in ending therapy. The tsr reviewed proper procedure with the hp. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error where the patient improperly disconnected from the set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.